Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads were giving a flow rate of 0lpm during therapy. The nurse reported that the patient's temperature at the time of the call was 38.3c, the target temperature was set to 37c, and the water temperature was 7c. Per troubleshooting, the pads were disconnected and reconnected but the flow rate remained at 0lpm. The nurse noted that the device was alarming, as therapy had stopped. The pads were then emptied and disconnected, as the nurse was instructed to enable manual control. In manual control, it was found that the device was within specifications. The chest, left thigh, and universal pads were then tested. It was found that the universal pad was within specification, but the flow rate was low for all of the other pads and the inlet pressure readings were normal. Therefore, the device was placed back into automatic mode and the pads were swapped with a second set of pads. However, the nurse noted that the second set of pads were giving a marginal flow rate of 1.8lpm during therapy. The patient's temperature at the time was 38.4c and the water temperature was 5.6c. The nurse later reported that the flow rate had increased during therapy on the second set of pads. Therefore, therapy continued on the second set of pads without any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads were giving a flow rate of 0lpm during therapy. The nurse reported that the patient's temperature at the time of the call was 38.3c, the target temperature was set to 37c, and the water temperature was 7c. Per troubleshooting, the pads were disconnected and reconnected but the flow rate remained at 0lpm. The nurse noted that the device was alarming, as therapy had stopped. The pads were then emptied and disconnected, as the nurse was instructed to enable manual control. In manual control, it was found that the device was within specifications. The chest, left thigh, and universal pads were then tested. It was found that the universal pad was within specification, but the flow rate was low for all of the other pads and the inlet pressure readings were normal. Therefore, the device was placed back into automatic mode and the pads were swapped with a second set of pads. However, the nurse noted that the second set of pads were giving a marginal flow rate of 1.8lpm during therapy. The patient's temperature at the time was 38.4c and the water temperature was 5.6c. The nurse later reported that the flow rate had increased during therapy on the second set of pads. Therefore, therapy continued on the second set of pads without any issues.

Manufacturer narrative:
The reported issue was unconfirmed. Visual inspection noted the pads were found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector, and manifold connector. The foams were found free of damages, tears or perforations. The seal between manifold connector and pad was found completely sealed, the energy connector was found free of damages, the pads were noted with sealing presence. No related manufacturing issues were noted during the visual evaluation of the pad returned. According the test method tm7600515 the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that a set of pads were giving a flow rate of 0lpm during therapy. The nurse reported that the patient's temperature at the time of the call was 38.3c, the target temperature was set to 37c, and the water temperature was 7c. Per troubleshooting, the pads were disconnected and reconnected but the flow rate remained at 0lpm. The nurse noted that the device was alarming, as therapy had stopped. The pads were then emptied and disconnected, as the nurse was instructed to enable manual control. In manual control, it was found that the device was within specifications. The chest, left thigh, and universal pads were then tested. It was found that the universal pad was within specification, but the flow rate was low for all of the other pads and the inlet pressure readings were normal. Therefore, the device was placed back into automatic mode and the pads were swapped with a second set of pads. However, the nurse noted that the second set of pads were giving a marginal flow rate of 1.8lpm during therapy. The patient's temperature at the time was 38.4c and the water temperature was 5.6c. The nurse later reported that the flow rate had increased during therapy on the second set of pads. Therefore, therapy continued on the second set of pads without any issues.